Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is exhibiting far-field oversensing on the atrial channel resulting in atrial tachy response (atrial tachy response (atr) events. Boston scientific technical services (ts) confirmed intermittent oversensing occurring nearly 200 ms away from the ventricular paced complex. Ts suggested reprogramming options. This patient will be monitored. No adverse patient effects were reported.